Event description:
It has been reported that the s3 bed goes into trendelenburg position and will not come back down resulting in replacing the cpu and also the head end potentiometer. No adverse consequences were reported.